Manufacturer narrative:
The manufacturer previously reported information received alleging that on 04/06/2026, while a trilogy evo, japan device was in patient use, the patient's father observed circuit disconnect and low minute ventilation alarms. When he checked on the patient, he found the patient's body cold, and an ambulance was called. The patient's death was confirmed. Additional information obtained during good faith follow-up efforts indicated that the patient had muscular dystrophy and was using the device for ventilatory support. The patient was still connected to the device at the time of discovery; however, whether the device power was on and whether airflow was being delivered remains under investigation. On 04/08/2026, the sales representative met with the police and the patient's primary doctor to review available information, including a blank usage period from 21:20 to 03:10 in the care orchestrator data. According to the police, although the ventilator power may have been turned on, it is possible that start ventilation was not initiated and the device may have remained in standby mode. The patient's father reported that the ventilator power was on; however, because the trilogy evo backlight remains illuminated in standby mode, he may have believed the device was operating normally. At the time of discovery, the breathing circuit was connected to the patient. However, based on the blank usage period from 21:20 to 03:10, it is possible that although the device was attached, ventilation may not have been active, and the patient may have been breathing only the air within the circuit, which could have resulted in asphyxiation. This case is currently under investigation by the police. Once the police investigation is complete, the device will be returned to the manufacturer for evaluation, and the device log will be uploaded at that time. Based on the information currently available, the cause and contribution of the device to the patient death cannot be confirmed or refuted. The trilogy evo device was returned to the manufacturer¿s service center in japan for evaluation. Device logs were reviewed and no records indicating abnormalities or device malfunction were identified. An operational inspection and functional testing were performed, and all test items passed with no malfunction detected. Internal inspection of the device revealed no abnormalities. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution. Preventive maintenance level 2 was completed, including replacement of the air inlet foam filter, particle filter, and muffler assembly per maintenance procedures. Final testing, battery check, valve check, run-in testing, and cleaning were completed, and the device was confirmed to be operating properly. The software was upgraded from version 1.06.10.00 to version 1.06.15.00. Based on the investigation, no device malfunction was identified. This information has yielded no additional information that would append the previous clinical assessment disposition. The alleged death remains assessed as unrelated. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. No further action is required.

Event description:
The manufacturer received information alleging that on (B)(6) 2026, while a trilogy evo, japan device was in patient use, the patient's father observed circuit disconnect and low minute ventilation alarms. When he checked on the patient, he found the patient's body cold, and an ambulance was called. The patient's death was confirmed. Additional information obtained during good faith follow-up efforts indicated that the patient had muscular dystrophy and was using the device for ventilatory support. The patient was still connected to the device at the time of discovery; however, whether the device power was on and whether airflow was being delivered remains under investigation. On (B)(6) 2026, the sales representative met with the police and the patient's primary doctor to review available information, including a blank usage period from 21:20 to 03:10 in the care orchestrator data. According to the police, although the ventilator power may have been turned on, it is possible that start ventilation was not initiated and the device may have remained in standby mode. The patient's father reported that the ventilator power was on; however, because the trilogy evo backlight remains illuminated in standby mode, he may have believed the device was operating normally. At the time of discovery, the breathing circuit was connected to the patient. However, based on the blank usage period from 21:20 to 03:10, it is possible that although the device was attached, ventilation may not have been active, and the patient may have been breathing only the air within the circuit, which could have resulted in asphyxiation. This case is currently under investigation by the police. Once the police investigation is complete, the device will be returned to the manufacturer for evaluation, and the device log will be uploaded at that time. Based on the information currently available, the cause and contribution of the device to the patient death cannot be confirmed or refuted. The device has not yet been returned to the manufacturer for evaluation. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
The manufacturer previously reported information received alleging that on 04/06/2026, while a trilogy evo, japan device was in patient use, the patient's father observed circuit disconnect and low minute ventilation alarms. When he checked on the patient, he found the patient's body cold, and an ambulance was called. The patient's death was confirmed. Additional information obtained during good faith follow-up efforts indicated that the patient had muscular dystrophy and was using the device for ventilatory support. The patient was still connected to the device at the time of discovery; however, whether the device power was on and whether airflow was being delivered remains under investigation. On 04/08/2026, the sales representative met with the police and the patient's primary doctor to review available information, including a blank usage period from 21:20 to 03:10 in the care orchestrator data. According to the police, although the ventilator power may have been turned on, it is possible that start ventilation was not initiated and the device may have remained in standby mode. The patient's father reported that the ventilator power was on; however, because the trilogy evo backlight remains illuminated in standby mode, he may have believed the device was operating normally. At the time of discovery, the breathing circuit was connected to the patient. However, based on the blank usage period from 21:20 to 03:10, it is possible that although the device was attached, ventilation may not have been active, and the patient may have been breathing only the air within the circuit, which could have resulted in asphyxiation. This case is currently under investigation by the police. Once the police investigation is complete, the device will be returned to the manufacturer for evaluation, and the device log will be uploaded at that time. Based on the information currently available, the cause and contribution of the device to the patient death cannot be confirmed or refuted. The trilogy evo device was returned to the manufacturer¿s service center in japan for evaluation. Device logs were reviewed and no records indicating abnormalities or device malfunction were identified. An operational inspection and functional testing were performed, and all test items passed with no malfunction detected. Internal inspection of the device revealed no abnormalities. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution. Preventive maintenance level 2 was completed, including replacement of the air inlet foam filter, particle filter, and muffler assembly per maintenance procedures. Final testing, battery check, valve check, run-in testing, and cleaning were completed, and the device was confirmed to be operating properly. The software was upgraded from version 1.06.10.00 to version 1.06.15.00. Based on the investigation, no device malfunction was identified. This information has yielded no additional information that would append the previous clinical assessment disposition. The alleged death remains assessed as unrelated. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. No further action is required. Upon further review of the complaint and evaluation, this event was determined not to be reportable under current reporting guidelines. This report is being submitted as a correction to indicate that the event is not reportable.